Event description:
The customer reported that that during inspection of lot 2206721564, they found several plungers with particulate, particulate at the tip, and broken syringes. A photo provided shows the breaks the customer is referring to are broken luer tips.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
There were four photos and thirty-nine physical samples received for investigation. The samples were visually inspected, and the reported conditions were confirmed. Two syringes had broken tips, eleven syringes had particles in the tip, and twenty-six syringes had particles in the plunger. The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported conditions. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The product was manufactured on march 17, 2022. A gemba walk was performed at the manufacturing line and the current process and controls were found properly followed including finished product assembly, packaging, and inspections performed to the product. In addition, qc inspections are performed to the product for material release and production personnel performs a 100% visual inspection during the packaging process in order to detect and discard any identified issues. Based on all available information, a definitive root cause related to the manufacturing process could not be determined at this time. However, the appropriate production personnel did receive an alert notification to heighten awareness. This complaint will be used for tracking and trending purposes.